Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information indicated that this attempted brady lead was unable to advance as far as the originally placed lead, limiting proper positioning within the target vessel. The physician did not want to leave lead with the electrode inside main body of the coronary sinus. As a result, the decision was made to abandon left ventricular/coronary sinus (lv/cs) lead placement and proceed with implantation of a left bundle branch area (lbba) lead as an alternative pacing strategy.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.